Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer stated that she was able to get it to work, but it would still mess up and give her no delivery alarms. Customer stated that it happens at night and she cannot hear it. Customer stated that when she checks her blood glucose level, it is over 400 mg/dl. Customer's blood glucose is 265 mg/dl. Customer treated with a bolus. Customer stated that she will just be lying there and it will go off. Customer stated that it has gone off while changing the set. Customer that she has scar tissue on her abdomen because of her issues with the irritation from the adhesive patch. Customer stated that the tubing is not bent or kinked. Customer stated that she went to the doctor a few weeks ago. Customer stated that she did not want to troubleshoot for recurring alarms. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.